Manufacturer narrative:
Actual device involved in the event was evaluated. Electrical tests performed. Mechanical tests performed. No malfunction of the device was found. No device failure. The flow meter component of the gas delivery system was returned for eval. The devices was tested in two separate delivery systems without exhibiting any deviation from its established performance specifications. Furthermore, the computer activity logs from the user's pump console showed that during the time period of the reported event, the gas delivery system was operating according to performance specifications.

Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module was reported to exhibit fluctuations in the fio2. There were no adverse consequences to the pt as a result of this event.